Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device was found to have "inaccurate delivery." There were no reports of any adverse events while the device was in clinical use. Though requested, no addition information was provided.